Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014, and claimed that (B)(6) 2014, upon sensor pod removal, sensor wire was retained under patient's skin. Patient's mother claimed that patient was experiencing discomfort at insertion site, and against user guide recommendations, removed the transmitter from sensor pod several times. Patient sought medical intervention on (B)(6) 2014 to locate the sensor wire. Surgery was performed to extract sensor wire. Sensor wire was reportedly found intra-abdominal in patient's omentum. Patient was released from hospital on (B)(6) 2014 and no further medical intervention was necessary. At the time of the call with dexcom technical support and dexcom medical director, patient was doing well. Dexcom has issued an rga for patient to return their device to be investigated.